Event description:
Customer reported following a diagnostic catheterization procedure in 2000, an attempt was made to deploy a vasoseal es collagen plug. Physician was unable to advance the tissue dilator to the white indicator line and deployment was aborted. Physician experienced difficulty retracting the j segment of the temporary arteriotomy locator. Md pushed the green handle in and removed both the dilator and the locator together. Upon removal, the j was missing from the locator. Fluoroscopy revealed j segment partially in the tissue fract and partially in the vessel. The j segment was removed with a hemostat. No further complications were reported.